Event description:
The pt experienced decreasing pain control and side effects consistent with withdrawal. In 2009, the pt went to the emergency room and was treated for gi flu symptoms with fluids only and sent home. The pt was seen in the clinic about 4 days later. The pump was interrogated and a motor stall was recorded in the logs a day prior to the emergency at 0300; the stopped pump period may exceed tube set message was recorded in the next day after emergency at 0300. The pt denied any magnetic exposure during that time period. The pt was given an oral prescription. The pump was replaced. The pt outcome was reported as "no injury". The device sys was used to deliver dilaudid.